Manufacturer narrative:
Continuation of d10: product ID hh90t01 serial# (B)(6) product type mobile platform product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that since implant on (B)(6)2024 his programmer never worked right and had thrown error codes (he did not write them down) and gets stuck at 90%. The patient was requesting replacement handset and was not willing to do troubleshooting.